Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the dragonfly opstar imaging catheter was to be used in an unspecified lesion. However, there was air in the catheter. Therefore, the imaging catheter was removed and it is unknown how the procedure completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported air bubbles in the catheter could not be determined. In this case, it is possible that the user had inadvertently withdrawn the syringe plunger while connected to the catheter, or the catheter luer to syringe fitting was not tight which resulted in the reported air/gas in the catheter; however, these conditions could not be confirmed as further details were not provided. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.